Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 7.5 mmol/l at the time of the incident. Customer states the display was not blank less than 30 seconds. The customer was informed that (B)(6) aa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was advised to leave the battery out of the device for 2 hours before reinserting it back in the device. The customer did not return the product back for analysis.